Manufacturer narrative:
When nakanishi visited the dental office about the event on (B)(6) 2018, the dentist did not provide any information about the patient. Nakanishi will contact the dentist again for the information.

Event description:
On february 20, 2018, nakanishi received a phone call from a distributor about an nsk handpiece overheating. Immediately upon receipt of the information, nakanishi visited the dental office to hear the details. The details are as follows. - the event occurred on (B)(6) 2018. - the dentist was preparing a tooth #6 of the patient's upper jaw using the handpiece z95l (serial no. (B)(4)). - during the procedure, the handpiece overheated and burned the patient's cheek mucosa. - the patient was under anesthesia and left the dental office without noticing the overheating and the burn injury. - on (B)(6) 2018, the patient returned the office and talked about the injury the patient had on the cheek mucosa. - the dentist found a two-centimeter erosion produced in the mouth.

Manufacturer narrative:
On (B)(6) 2018, nakanishi visited the dental office and tried to obtain the patient information, however the dentist refused to disclose the information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 50 seconds after the start are as follows: test point (1): 60.2 degrees c; test point (2): 81.1 degrees c; test point (3): 37.2 degrees c; test point (4): 39.6 degrees c. The rise in temperature was so sudden that the test was concluded 50 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: a part of bearing retainer (ball retaining part) on the rear side of the cartridge (on the headcap side) was broken. There were debris (abrasive powders/foreign materials) and discoloration due to corrosion on the inside parts. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part. 2) nakanishi considers the possibility from many years of experience that the ingress of debris or foreign material into the ball bearing interfered with rotation, which lead to the breakage of the ball bearing part. 3) a lack of maintenance causes the above situation, which will contribute to the handpiece overheating. 4) nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. 4.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. 4.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.